Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There had been an air detected in cassette warning prior to finding a leak. The spouse called into technical services and was told to call the pd nurse and let the nurse know about the leak. When the spouse cancelled the treatment fluid was then discovered. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The patient is using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. There had been an air detected in cassette warning prior to finding a leak. The spouse called into technical services and was told to call the pd nurse and let the nurse know about the leak. When the spouse cancelled the treatment fluid was then discovered. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the cassette and the cassette door. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event due to the leak. The patient is using the same cycler. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.